Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulties charging the pump. Multiple usb cables were used and the issue continued. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.